Event description:
It was reported that during a da vinci-assisted surgical procedure, a camera scope error occurred. The site attempted to use two different scopes with two power cycles and a vision side cart (vsc) breaker reset. The system continued to fault when the second scope was connected, resulting in procedure conversion to a laparoscopic surgery with no injury. Error logs indicated issues with camera head flash data and a metastatic sequence error. Intuitive surgical, inc. (Isi) received the following additional information: the robotic cholecystectomy surgical procedure was converted to laparoscopic cholecystectomy due to a da vinci scope failure. Two separate scopes were attempted without success. The field technician was notified, and the issue was subsequently resolved. The case was performed laparoscopically rather than the da vinci assistance due to the system tower¿s inability to recognize the scope. No additional port sites were required. The patient sustained no injuries. The da vinci equipment was not utilized during the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the endoscope controller (ec). The unit was analyzed and logs were able to confirm errors 48265 and therefore, able to confirm the reported event occurred in the field. Upon visual inspection, no issues were found related to the reported event. The ec was installed into the golden system where the system functioned as expected. Then the golden system was set to run video test, 10 power cycles and sitting idle for one hour. Once testing was completed no errors related to the original complaint were found. The complaint was confirmed by failure analysis.